Event description:
Patient reported receiving a therapeutic shock at the hospital on (B)(6) 2024, however the patient could not provide additional details about the event. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
The wcd system was not recovered from the field due to device being broken/destroyed. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system. Review of device episode report indicated that the wcd system incorrectly identified an arrythmia as shockable due to noise. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".